Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported failure to deflate appears to be related to use error; however, the reported entrapment of device or device component and unexpected medical intervention appear to be related to circumstances of the procedure. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global instructions for use (IFU), specified that the contrast is 60% contrast medium diluted 1:1 with normal saline. In this case, it is likely that the concentrated contrast solution contributed to the reported failure to deflate. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. H6: device code 2017: improper or incorrect procedure or method.

Event description:
Subsequently, after the initial report was filed it was noted the contrast ratio was 2:1 contrast to saline. Another device was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Medwatch report#: mw (B)(4).

Event description:
User facility medwatch report received that states "describe the event or problem: a non-compliant balloon was used to post dilate the rca coronary/ stent. The balloon was inflated to 14 atm. For 24 sec. At conclusion unable to deflate the balloon. Numerous attempts were made to deflate the balloon. The balloon was able to be removed from the rca to the aorta. The balloon was successfully ruptured with over-inflation of the balloon. The balloon was successfully removed. What was the original intended procedure ? Patient underwent a coronary artery intervention to the right coronary artery. What problem did the user have (check all that apply): device malfunction - that is, the device did not do what it was supposed to do; ". No additional information was provided.